Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd cleo infusion set was in use when the patient noticed that their glucose levels began to rise, reaching as high as 450 mg/dl. The patient changed only the infusion site. Upon removal, the cannula was observed to be bent. The patient later reported a glucose level of 350 mg/dl, while the halo device displayed a reading of 401 mg/dl. No harm was reported.